Event description:
Medtronic neurosurgery received the following report from a patient: "I have had 7 of your shunts placed in my brain over the last ten years. The first 5 broke due to limited activities. I did not due to physical activities as stated in your book but limited movements and yet went through many revisions and replacements. I have the 7th shunt in the front lobe of my brain now. This shunt has been in for 10 years now without trouble since I have been on disability and am able to feel when the shunt tightens and am able to rest when needed."

Manufacturer narrative:
(B)(4). Product was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided. The report contained only limited and non-specific device info. Risks associated with physical activity are covered in the instructions for use that accompany the product.